Manufacturer narrative:
The device was returned for analysis. The reported device fracture was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: the device was initially reported would not be returning; however, it was returned for analysis.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique prior to a right iliac aneurysm correction interventional procedure. Reportedly, the first proglide device on the lcfa did not release and the second proglide device fractured. Hemostasis was achieved via manual arterial compression on the lcfa and with the pre-placed proglide sutures on the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.